Event description:
The customer reported feeling dizziness associated with stomach pains, headache, shortness of breath and fatigue. She was treated at ER for severe hyperglycemia and given an IV. Before seeking treatment, she tried to test her blood glucose levels at home, but she kept receiving an error message on the display of her relion meter. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.